Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and fa confirmed and replicated the customer-reported complaint. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding.

Event description:
It was reported that during a da vinci-assisted surgical procedure and when the port of the system was inserted in the abdomen, the 30 degree endoscope plus could not be rotated, it reversed. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay in the procedure of less than 15 minutes. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the procedure was an hornemann borg prostatectomy. The surgeon used a different endoscope and performed the operation.